Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was getting low flow. The user had switched out the pads and getting flow rate at 0lpm. The arctic gel pads were disconnected and reconnected using proper technique with no improvement and unable to connect the right leg pad to any connection outlet. Ran diagnostics and the flow rate was 2.3lpm, inlet pressure was -9psi, circulation pump command was around 70 percent. The pads were reconnected and had to run the device for a while before the flow rate stabilized. The device was placed back in therapy mode, the flow rate was 2lpm with three pads connected. The mss advised the user to replace the right leg pad with universal pad.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was getting low flow. The user had switched out the pads and getting flow rate at 0lpm. The arctic gel pads were disconnected and reconnected using proper technique with no improvement and unable to connect the right leg pad to any connection outlet. Ran diagnostics and the flow rate was 2.3lpm, inlet pressure was -9psi, circulation pump command was around 70 percent. The pads were reconnected and had to run the device for a while before the flow rate stabilized. The device was placed back in therapy mode, the flow rate was 2lpm with three pads connected. The mss advised the user to replace the right leg pad with universal pad.